Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a the direction of flow label/shim missing. Service evaluation verified the direction of flow label/shim missing. The direction of flow label/shim was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During visual inspection per itp 35022-svc, the direction of flow label/shim was found to be missing. There was no patient involvement. No additional information is available.